Manufacturer narrative:
This known failure mode was analyzed at the parent company in sweden and all parts met design specifications. It was, however noted, that these parts had failed because they had seen unusual stress which allowed them to fatigue and break. It was decided that the part could be changed to a different material that would be able to withstand more severe use and not fatigue. A new design of this part has been implemented into production. The re-designed part has been issued to the client to address this reported failure. The DHR for this device was reviewed and chair met specifications prior to distribution.

Event description:
Received report that the back canes broke at the sleeve section where it attaches to the seat base. It was reported that the client fell back, but did not sustain an injury.